Event description:
Reportedly, the instrument was fired on the low anterior bowel. The tissue was then cut; however, no staples were applied to tissue. After removing the instrument from tissue, bleeding occurred (no transfusion required) and fecal matter spilled into the peritoneal cavity. The pt was cleaned, and the surgeon used an endoclip, sutures and an eea to close the anastomosis.